Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad), acute coronary syndrome (acs), acute anterior wall myocardial infarction (mi), positive troponin I, hypothyroidism, hypertension (htn), moderate left ventricle (lv) systolic dysfunction. Coronary angiography was performed and revealed 100% ostial occlusion in left main coronary artery (lmca). Vascular access was obtained via right femoral artery. The target lesion was located in the left main coronary artery (lmca). After a non bsc guide wire crossed the lesion and an unspecified wire was placed at distal left anterior descending (lad) artery, the physician then performed predilatation with 1.5x6mm (10-12 atmospheres for 15 seconds), 2x12mm (10 atmospheres for 15 seconds) and 2.75x8mm (12 atmospheres for 10 seconds) non-compliant (nc) balloon catheter. Following dilatation, residual stenosis was 90% with timi 2 flow. Subsequently, a 12 x 4.00mm taxus¿ liberté¿ stent was advanced to treat the lesion, however, the device failed to cross the lesion and the stent struts were flared up during negotiation. The device was removed from the patient. The physician then implanted a 3.5 x 12 mm non-bsc stent and post-dilatation was performed using the balloon of the same 3.5x12mm non-bsc device at 16 atmospheres for 15 seconds; and the procedure was completed. Final coronary angiography revealed a well deployed stent with timi 3 flow with no dissection and residual lesion. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad), acute coronary syndrome (acs), acute anterior wall myocardial infarction (mi), positive troponin I, hypothyroidism, hypertension (htn), moderate left ventricle (lv) systolic dysfunction. Coronary angiography was performed and revealed 100% ostial occlusion in left main coronary artery (lmca). Vascular access was obtained via right femoral artery. The target lesion was located in the left main coronary artery (lmca). After a non bsc guide wire crossed the lesion and an unspecified wire was placed at distal left anterior descending (lad) artery, the physician then performed predilatation with 1.5x6mm (10-12 atmospheres for 15 seconds), 2x12mm (10 atmospheres for 15 seconds) and 2.75x8mm (12 atmospheres for 10 seconds) non-compliant (nc) balloon catheter. Following dilatation, residual stenosis was 90% with timi 2 flow. Subsequently, a 12 x 4.00mm taxus¿ liberté¿ stent was advanced to treat the lesion, however, the device failed to cross the lesion and the stent struts were flared up during negotiation. The device was removed from the patient. The physician then implanted a 3.5 x 12 mm non-bsc stent and post-dilatation was performed using the balloon of the same 3.5x12mm non-bsc device at 16 atmospheres for 15 seconds; and the procedure was completed. Final coronary angiography revealed a well deployed stent with timi 3 flow with no dissection and residual lesion. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).